Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump rejected new batteries. The customers blood glucose level was unknown at the time of incident. Customer also stated that their are small and minor scratches on the screen which affects the ability to see the screen. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery alarm or verify failed battery test and charge/battery lasts less than expected anomaly due to blank display. Device received with minor scratched lcd window. (B)(4).